Manufacturer narrative:
Based on the limited information that has been provided, no conclusion can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Specific information regarding the implant procedure was not provided. Additional information has been requested, however the reporter stated that she is unable to provided any additional patient information as she did want to violate any (B)(4) laws. If additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Discarded by explant facility.

Event description:
The following was reported to davol: it has been reported that in (B)(6) 2010 the patient underwent a ventral abdominal incisional hernia repair with implant of a bard/davol composix mesh. About 5 years later on (B)(6) 2015 the patient underwent explant of the bard/davol composix mesh due to small bowel obstruction, erosion and a small bowel fistula. As reported, the composix mesh was found to be "curled up into a tight coil" perforating the small bowel. The patient had 14" of his small bowel resected during the explant procedure.